Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient's wife reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for over 48 hours. According to the reporter, multiple bolus corrections were administered with no effect on the patient's blood glucose levels. Reported symptoms included hyperglycemia, vomiting, excessive sleepiness, and an inability to keep water down. At the hospital, the patient was treated with intravenous fluids and insulin, and the pod was removed and discarded. The patient remained hospitalized for four days and was discharged on (B)(6) 2025.